Event description:
It was reported that, during the implant, the capture on the right atrial (ra) lead was variable. When the atrial pacing rate was increased, the patient developed 2:1 block, but also threshold increased. The next day post implant, the lead exhibited undersensing. It was determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).